Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation. An issue was reported with a wire guide from a turbo-ject single lumen power-injectable PICC (upics-5.0-CT-nt-1111) from lot 13333115. The distal end of the wire guide broke during guidance but remained in one piece. It is unclear which wire guide in the set broke. Cook became aware of this event on 04 dec 2020 upon being notified by ch de colmar (france). The patient reportedly experienced no adverse effects as a result of this incident. The patient required an additional procedure to place a new device. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control of the device was conducted during the investigation. The complaint device was not returned for evaluation. Additionally, a document based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient controls are in place to detect this failure mode prior to release. A review of the design history file (dhf) found that the risks associated with the devices are acceptable when weighed against the benefits. A review of the device history record (DHR) for both the relevant wire guide obturator subassembly lot and the relevant wire guide subassembly lot found two related nonconformances for bent coil and insufficient solder respectively, in which a total of 4 nonconforming devices were scrapped. A database search revealed no other complaints for this device lot. There is no evidence to suggest there is any nonconforming product in house or out in the field. Based on review of the dmr and DHR, cook concludes the device was not manufactured out of specification. A review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: precautions ¿ standard techniques for placement of vascular access sheaths, catheters and wire guides should be employed. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no inspection of the product, and the results of the investigation, a definitive cause for the event was established as component failure unrelated to a manufacturing or design deficiency. It is not clear which wire guide this failure occurred with. It is possible that tortuous anatomy contributed to the damage during advancement, but this cannot be confirmed without additional information. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 03mar2021. The customer reported that "the wire guide which broke remained in one part". This likely means the wire guide elongated but did not fully separate.

Manufacturer narrative:
Initial reporter occupation: unknown. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the distal end of a wire guide from a turbo-ject single lumen power-injectable PICC broke during guiding. The device was being inserted into the patient's arm when the wire guide broke. A new procedure was performed to place another device. No other adverse effects to the patient have been reported. Additional information regarding the device and event has been requested but is currently unavailable.